Manufacturer narrative:
Section d4, h3, h4: additional information. Incidental findings: minor wear of the green alignment indicators on the metal connector were observed. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas confirmed driveline wire damage. The account submitted log files which captured data from (B)(6) 2020 through (B)(6) 2020. Multiple pump stoppages were captured beginning on (B)(6) 2020. All pump stoppage events occurred while the system was supported by the power module and battery power. The log files also captured the patient¿s driveline repair on (B)(6) 2020; however, the log files captured a pump stoppage on (B)(6) 2020 after the repair while the system was supported by the power module. Additionally, during one of the pump stoppage events on (B)(6) 2020 the voltage levels for both power cables indicated that the charge of the batteries drained exceptionally quickly to result in low battery hazard and no external power alarms. A phase-to-phase electrical short produced by driveline wire damage has the potential to cause accelerated draining of the external 14v batteries to result in the observed no external power alarms recorded in the submitted log files. For the remainder of the captured log file data, the pump maintained a speed above the low speed limit and appeared to be functioning as intended. The pump was returned assembled. The outlet elbow was returned attached to the pump¿s outlet port. The sealed inflow cannula, apical sewing ring, sealed outflow graft, sealed outflow graft bend relief, and graft attachment were not returned. Evaluation of the outlet elbow revealed no evidence of denatured or laminated depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of developed depositions or thrombus formations. The driveline was severed approximately 1.50¿, 4.25¿, and 9.75¿ from the pump housing ((B)(6)). A distal segment adjacent to the metal connector containing a repair was also returned measuring approximately 25.50¿ in length (proximal to the repair & distal to the repair). An additional segment of the driveline was returned containing a previous repair which measured approximately 25.5¿ in length (proximal to the repair and distal to the repair). The connector pins and bend reliefs of both metal connectors appeared unremarkable. Continuity testing was performed on all segments of the driveline and all wires were found to be electrically intact. The silicone jacket and bionate layers appeared unremarkable. Upon removal of the clear bionate layer, some separation and breakdown of the metal braided shield was observed. Visual and microscopic examination of the driveline revealed multiple areas of damage: breaches on the orange and yellow wires approximately 4.25¿ from the metal connector; breaches on the black, brown, orange, and green wires approximately 3.50¿ from the pump housing; and breaches on the black, orange, and green wires approximately 6.00¿ from the pump housing. The damage to the compromised wires appeared to be the result of fatigue failure due to repetitive movement and abrasion against the metal braided shield in these locations. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no additional breaches were observed. The heartmate ii pump operates on a three-phase motor, where each phase is powered by two redundant wires. The yellow and green wires represent the two redundant wires that comprise phase 1, the black and brown wires represent the two redundant wires that comprise phase 2, and the orange wire represents one of the two redundant wires that comprise phase 3 of the three-phase motor. If the exposed conductors of any of the compromised wires contacted the metal braided shield while the system was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the low speed events and pump stoppages reported by the account and seen in the submitted log files while connected to the power module. Also, if the exposed conductors of any two compromised wires made direct contact with each other or simultaneous contact with the metal braided shield while the system was operating on an untethered power source (such as batteries), the resulting phase-to-phase short would have caused the low speed events and pump stoppages reported by the account and seen in the first submitted log file while connected to batteries. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a pump exchange on (B)(6) 2020 due to driveline damage (electrical fault).

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple no external power alarms and pump stoppage. Patient had called the left ventricular assist device (lvad) coordinator because his lvad was alarming and he didin't know what to do. 911 was dispatched and patient arrived to (B)(6) with lvad running after being instructed how to change power sources. The log file analysis showed 13 pump stops and 9 low speed advisories on (B)(6) 2020. Speed drops were as low as 0 rpm. On (B)(6) 2020, percutaneous (perc) lead images were submitted; one image (left) was unremarkable. The image (right) had a few areas which may be suspect; areas were marked. On (B)(6) 2020, technical services arrived onsite for external perc lead repair. The perc lead replacement performed approximately 2 inches from exit site. The clinical staff was working on a treatment plan, after the repair was completed. On (B)(6) 2020, it was reported that the patient had a pump stoppage again. The latest log file data captured a post perc lead repair pump stop on (B)(6) 2020, while the patient was connected to the power module. The patient was on a grounded (gnd) patient cable at this time and had since placed the patient on a no gnd patient cable. As per conversation the evaluation of the removed perc lead section did discover an issue which was likely causing the pump stops while on battery power so using a no gnd pt cable should be safe at this time. It was also understood that the patient will be discharged with a no gnd pt cable.